Event description:
Customer reported receiving an altitude alarm from pump, which had been occurring since november 2025. There was no adverse impact to customer's blood glucose level. Customer was instructed by technical support to store the pump and return it using a provided return box and pre-paid label; a replacement pump was sent and customer planned to use multiple daily injections as a backup therapy while waiting for the new pump.